Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was pulled out. No impact to the customer's blood glucose. Reportedly, the customer changed out all supplies and resumed insulin delivery.